Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. Per tandem¿s user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value was not provided. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer was admitted to the intensive care unit; treatment provided was not known. Duration of stay was unclear. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Event description:
It was reported that the control-iq algorithm delivered increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide the cgm blood glucose (bg) reading, and the meter bg reading. As a result of the increased basal delivery, customer's blood glucose (bg) level decreased and the customer went into a diabetic coma. Customer went to the emergency room and was subsequently admitted to the hospital in the intensive care unit. Bg value was treated with carbohydrates and intravenous fluids of saline. Customer was released from the hospital on (B)(6) 2023 with the issue resolved and no permanent damage. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended and educated the customer on insulin labeling.

Manufacturer narrative:
B2 (add life threatening), b5, h6 (add 2417 and 4617) b2 (add life threatening), b5, h6 (add 2417 and 4617).